Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient received one unit of packed red blood cells (prbc) during the surgery. The patient was transferred to the intensive care unit (ICU) and required 2 more units of prbcs and one unit of fresh frozen plasma (ffp). Due to the concern for bleeding, the patient was taken back to the operating room (or) the same evening for examination of the surgical site. Diffuse oozing from many surgical sites were noted and thought to be consistent with coagulopathy and platelet dysfunction. Retained fluid and a clot was evacuated. All surgical sites were carefully inspected, and no definitive source was identified. The patient's chest was closed after being delayed from the first surgery. The patient received two more units of prbcs, one unit of platelets, and one unite of ffd during the second surgery. A total of five units of prbcs were given. The account reported that on (B)(6) 2021 the patient has 1 non-sustained run of ventricular tachycardia (vt) and 2 subsequent runs of sustained vt/ventricular fibrillation (vf) that required one round of external defibrillation. The patient was started on amiodarone and lidocaine drips. Electrophysiology (ep) was consulted for vt/vf in patient status post left ventricular assist device (lvad) and severe ischemic cardiomyopathy. The patient remained in sinus rhythm and was hemodynamically stable after being shocked. The patient had a follow up appointment on (B)(6) 2021 with their dentist and there were noted clots and bleeding from their gums. The patient¿s heparin infusion and research medications were both stopped. The patient did not require any transfusions and remained hemodynamically stable. Because the research medication was held for greater than 72 hours, the patient was withdrawn from the study. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . Multiple attempts to obtain additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31aug2021. The heartmate 3 lvas IFU lists bleeding and cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 (hm3) on (B)(6) 2021 and received one unit of packed red blood cells (prbc) during the surgery. After, the patient was transferred to the intensive care unit (ICU) and the patient required 2 more units of prbcs and one unit of fresh frozen plasma (ffp). Due to the concern for bleeding, the patient was taken back to the operating room (or) the same evening for examination of the surgical site. Diffuse oozing from many surgical sites were noted and thought to be consistent with coagulopathy and platelet dysfunction. Retained fluid and a clot was evacuated. All surgical sites were carefully inspected and no definitive source was identified. The patient's chest was closed after being delayed from the first surgery. The patient received two more units of prbcs, one unit of platelets, and one unite of ffd during the second surgery. A total of five units of prbcs were given. It was communicated on (B)(6) 2021 that on (B)(6) 2021 the patient has 1 non-sustained run of ventricular tachycardia (vt) and 2 subsequent runs of sustained vt/ventricular fibrillation (vf) that required one round of external defibrillation. The patient was started on amiodarone and lidocaine drips. Electrophysiology (ep) was consulted for vt/vf in patient status post left ventricular assist device (lvad) and severe ischemic cardiomyopathy. The patient remained in sinus rhythm and was hemodynamically stable after being shocked. It was communicated on 19oct2021 that prior to the hm3 implant, the patient had full dental extractions on (B)(6) 2021. The patient had a follow up appointment on (B)(6) 2021 with their dentist and there were noted clots and bleeding from their gums. Their heparin infusion and research medications were both stopped. The patient did not require any transfusions and remained hemodynamically stable. Because the research medication was held for greater than 72 hours, the patient was withdrawn from the study.